Manufacturer narrative:
The device was not returned to zoll medical corporation; the device was evaluated at zoll canada by a field representative. The reported malfunction was not replicated or confirmed. The device was put through testing without duplicating the malfunction. The device was placed back into service. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "short detected" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.